Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Blood glucose reached 400-500 mg/dl with a1c level up to 9. Reportedly, a tandem clinical diabetes specialist (cds) advised customer to try a different infusion set. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.